Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-04837, reference MFR report: 1627487-2013-04838; reference MFR report: 1627487-2013-04839. It was reported the pt had experienced heating at the ipg pocket site while recharging the ipg. The pt has two ipgs and both had the same issue. A replacement charging system was sent to the pt. Follow up identified the pt had received the replacement charging system, and it was reported there had been no heating when using the new charging system. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.